Manufacturer narrative:
Medical device lot #: 5329743. Medical device expiration date: 11/30/2016. . Device manufacture date: 11/25/2015. Medical device lot #: 5300722. Medical device expiration date: 10/31/2016. Device manufacture date: 10/27/2015. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing gel with the incident lot was observed. A review of the manufacturing records was completed for the incident lots of 5329743 and 5300722 and no issues were identified. The root cause is that the associate did not respond appropriately to the audible missing gel alarm by potentially misinterpreting the fault as the high tray alarm.

Event description:
It was reported that 16x100 mm 8.5 ml bd vacutainer® plus plastic sst tube was noticed to have missing gel barrier after centrifugation. No injury or medical intervention reported.